Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, when the device was opened, the needle was not attached. Another suture was opened to resolve the issue. There was no patient involvement.